Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened act button keypad dome. The insulin pump has minor scratched lcd window and cracked case near the display window corners.

Event description:
The customer reported via phone call indicating that the insulin pump had a keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that act, up and down arrow and esc button work intermittently and are currently not working. Customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.